Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending (lad) artery, pre-dilatation was performed. A 2.5x28mm rx xience v stent delivery system (sds) was advanced and during deployment a dissection occurred at the proximal edge of the stent. The dissection was treated using an additional xience stent to seal it. No other device or procedural issues noted. There was no reported clinically significant delay in the procedure. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency.